Event description:
The reporter contacted animas on (B)(6) 2012 stating that after swimming the patient's keypad buttons became unresponsive. It was reported that when the buttons were pressed water would come out from under the keypad. The keypad was reportedly intact. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn on the down arrow button. On testing, all of the keypad buttons were unresponsive. A leak test was performed which revealed a keypad leak. The keypad cover was removed for investigation and revealed moisture under the keypad cover.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.